Manufacturer narrative:
Field service engineer found system working correctly when they arrived at the site. Fse checked the footpedals, cables and connectors, all were ok. Fse then tested the system per hut service checklist and all testing passed. System then returned to full service by the customer.

Event description:
On (B)(6): customer reported (B)(6) female undergoing a stone removal procedure when no fluoro occurred. Pt was moved to another operating room table where procedure was successfully completed. Customer reported pt was fine after procedure and no injury occurred.